Event description:
Port catheter inserted on 5/16/96 for chemotherapy. Position verified by chest x-ray. Pt received two (2) rounds of chemo for a total of 44 treatments. The catheter was noted on x-ray (on approx 8/12/96) to be detached from the port. The catheter was retrieved percutaneously by a radiologist in another facility. Catheter removed and new one inserted on 8/26/96.